Event description:
It was reported that the saw blade broke into two pieces during surgery. It was also reported that this was the first use of this new version of intra-oral sawblades. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for eval. No details of lot no were provided. However, the arbor was returned. A visual examination of the arbor confirmed that the blade broke at the base of the blade where it is attached to the arbor. It was not possible to determine the root cause of the breakage.